Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient's condition is fine after the event.